Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 1.1 mmol/l (compact plus) and 7.3 mmol/l (professional meter). No serious injury reported. Requested return of suspect device for evaluation and replacement was provided.